Manufacturer narrative:
The monopolar curved scissors (mcs) instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was attached to the trocar due to "retiring it while the jaws were open". No fragment fell into the patient. The procedure was converted to open surgery. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, and h11. Device evaluation: intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have a broken tube extension at the distal tip. Material was found missing. Components adjacent to this broken tube extension did not show damage. Additionally, the instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis was attached to the tube extension.

Event description:
Refer to h11 for follow-up information.